Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level was 591 mg/dl. Customer experienced thirst and treated their high blood glucose via manual syringe and insulin pump. Customer advised they did not have a tubing clamp in order to perform the high pressure test. Customer performed the self-test and passed. Customer was advised to change out their entire set, reservoir, insulin and treat their high blood glucose per healthcare provider's instructions.